Manufacturer narrative:
Device evaluation summary: the hawkone unit was returned for analysis. Upon visual inspection, it was found that the cutter driver power was in the off position. The distal flush tool was placed over the distal assembly with the cutter retracted within the cutter window. Outside of the flush mouth was a clear film-like material. It was noted the torque shaft beneath the strain relief was bent approximately 45 degrees. The material was pulled from the flush mouth using a tweezers. The debris/material was approximately 5.5cm long, the width was approximately 0.1cm. The debris appear excess material which was skived/stripped. The clear film-like material was pulled from the distal assembly and soaked in water for approximately 24 hours. The debris/material showed no signs of dissolving. The consistency of the material was flexible was stiff; however remained flexible (plastic-like). Additional debris located within the flush mouth was noted and removed which showed the similar characteristics as the strip of material removed. Functional testing was performed and the distal flush tool was removed and the cutter was advanced until resistance was encountered, which was approximately 1.8cm distal the cutter window.

Event description:
Physician was using a hawkone directional atherectomy device for treatment of a calcified plaque lesion in the right superficial femoral artery. The device was inspected with no issues identified. The IFU was followed. There was no resistance encountered in advancing device. It was reported that during the fourth cleaning of the device, the device could not be flushed. The device was successfully used and cleaned up until this without issue. The device did not want to turn off at the thumbswitch, so the physician turn off battery and manually hold thumb switch in off position to remove. There was no deformation noted to the cutter. Another hawkone device was used to complete the procedure. No patient injury reported.